Event description:
It was reported that this right ventricular lead was an attempted implant. During the procedure the pace impedance was greater than 2,000 ohms and the threshold was high. The lead was repositioned; however, the parameters did not improve, and the physician suspected the lead conductor was damaged. The procedure was completed with a new lead and no adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular lead was an attempted implant. During the procedure the pace impedance was greater than 2,000 ohms and the threshold was high. The lead was repositioned; however, the parameters did not improve, and the physician suspected the lead conductor was damaged. The procedure was completed with a new lead and no adverse patient effects were reported. The lead is expected to be returned for analysis.